Manufacturer narrative:
Device evaluation: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that the endotracheal tube was leak tested before patient use and no leaks were detected. After 2 hours of patient use, the endotracheal tube reportedly began leaking at the cuff. The endotracheal tube was replaced. No incident related medical sequela was reported.